Manufacturer narrative:
The product was not returned for evaluation. The patient reported that the cannula had dislodged from the infusion site. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to be hospitalized with diabetic ketoacidosis and her blood glucose reading at 28 mmol/l (505 mg/dl). Upon inspection it was noticed that the cannula was sitting on top of the skin. The pod was worn between 4 and 24 hours on the abdomen. The pod was deactivated and discarded. She was able to activate a new pod and gave a bolus of insulin (exact amount was not provided). At the hospital the patient was placed on an intravenous therapy of saline for dehydration.